Manufacturer narrative:
The device was received, and an evaluation is complete.  Evaluation included a visual assessment as well as functional testing.   Evaluation experienced failed downstream occlusion test. The cause was identified to be out of specification force sensor which was calibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter (B)(4), the device experienced a failed downstream occlusion test. No additional information is available.